Event description:
Our radiology department has had numerous calls when they have a patient on a stryker zoom bed that stalls in the CT radiology hallway. It appears when these beds roll over a conductive covering of the floor, the bed will stall. This will disable the zoom drive option and shutdown the bed. The bed can be restarted and can be driven again. However this is a potential safety issue for staff and could potentially delay care for our patients. Manufacturer response for hospital bed, intouch zoom (per site reporter). Nothing formal.